Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the solitaire fr stent separated and remains in the patient. The patient was undergoing surgery for treatment of an ischemic stroke in the basilar artery. The patient's baseline mrs score was 3 and post procedure was 1. The patient's baseline tici score was 1 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There were two passes made with the device. It was noted the patient's vessel tortuosity was moderate. The parent vessel was the basilar artery with a diameter of 2.5 mm. The patient suffered a pica stroke. It was reported that the patient had a posterior stroke. The doctor was in the basilar artery. The basilar artery was accessed from the left vertebral because the right side had to poor access options. The basler was highly clut, burdened, or at least very narrow artery. The phenom 27 along with aristotle 14 wire or position in the pca distal to the basler and the solitaire was deployed in the basilar. The red 62 aspiration catheter was parked in the vertebral artery, because didn't want to force it up through the tight basilar. First pass some clot was received that pulled out and the doctor decide to go in with the second pass. Same scenario. This time as he was pulling the solitaire from the basler to try to cork it into the red 62 parked in the vertebral the doctor noticed he had a very loose wire. Upon further examination, he realize that the solitaire cage literally broke off the pusher wire as he was pulling it down. The solitaire came off in the right vertebral artery. The doctor left the solitaire device parked in the vertebral. And ended up crossing it with the aspiration catheter and going up with a embotrap, mechanical thrombectomy device to pull out more clot. It was reported the solitaire separation occurred. The patient did not have vessel stenosis proximal to the thrombus site. There were two passes made with the stent. There was no friction or difficulty during the procedure. The microcatheter tip did not cover the stent proximal marker during retrieval. The stent remains in the patient in the right vertebral artery. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. It was reported the phenom 27 was taken out to allow more room for aspiration to the red 62 after the solitaire was deployed. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was recovering well from the procedure.

Manufacturer narrative:
H3: product analysis of sfr4-6-40-10, lotno:b624945 ¿ damage location details: no bends or kinks were found with the solitaire x pusher. The stent was not attached to the pusher. The stent was not returned as it remains in the patient. The pusher was found to have separated at the distal end of the marker coil. ¿ testing/analysis: the separated solitaire x pusher was sent out for sem failure analysis. Per the sem report, the broken end exhibited dimple rupture features consistent with a tension overload fracture. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher was found separated. Device separation can occur due to vessel tortuosity, delivery/retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking, presence of pre-existing stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the catheter with the proximal end of the solitaire device, or removal of the catheter prior to retrieval of the solitaire device. The patient's vessel tortuosity was moderate, and there was no friction or difficulty during the procedure, which involved two passes with the device. In addition, the patient did not have vessel stenosis proximal to the thrombus site. Therefore, it is unlikely that vessel tortuosity, delivery/retrieval friction, a higher number of device passes or the presence of pre-existing stenosis or calcified plaque contributed to the device separation. It could not be determined if there were any catheter integrity issues with the (penumbra) red 62 catheter, as an analysis could not be performed. It was reported the phenom 27 catheter distal tip did not cover the stent¿s proximal marker during retrieval. Therefore, it is possible the removal of the catheter prior to retrieval of the solitaire x revascularization device contributed to the device separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.